Event description:
It was reported that the patient was transported by ambulance to the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 316 mg/dl while wearing the pod between 4 and 24 hours. Patient reported the pod had expired in early a.m. Morning while they were in bed. They waited and did not change to a new pod for about 4 hours. They reported changing out the pod and giving correction bolus, but blood glucose levels continued to be elevated along with symptoms of sweating and vomiting. The patient was treated with novolog insulin. According to the patient they were still wearing the pod while receiving treatment. When the pod was removed, the cannula was discovered to be bent. The patient believes the pod might have been leaking insulin also. The patient was released 4 hours later. The patient did go urgent care a week later due to continuing vomiting, but patient did not allege issue was due to the product or blood glucose levels. The patient was treated at that time with IV (intravenous) fluids and reglan.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.